Event description:
It was reported that the patient underwent a system explant procedure due to an unknown cause reason. No further information has been obtained despite good faith efforts. Additional information was received that the explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and a half from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 21131349/5058634.

Event description:
It was reported that the patient underwent a system explant procedure due to an unknown reason.